Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists stroke, infection, and device thrombosis as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management,¿ outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Under ¿pump performance monitoring,¿ section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also addresses damage due to wear and fatigue of the driveline and outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. Heartmate ii left ventricle assist system (lvas) patient handbook is also currently available. Both the IFU and patient handbook contain care instructions for infection and how to prevent it. There were incidental findings of damage to the silicone jacket on the external portion of the dl was observed. The remaining layers of the dl were unremarkable. Evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not confirmed the reported suspected thrombus. Review of the submitted log file confirmed intermittent elevated power and flow events; however, a specific cause for the observed changes in pump parameters could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported events (stroke and infection) could not be established. (B)(6) was returned assembled with the driveline (dl) severed approximately 2" from the pump housing. The distal portion including the controller connector (cc) was returned, measuring approximately 36". The sealed inflow cannula (inlet extension, flex section, inlet elbow) as well as the sealed outflow graft and outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump's outlet port. The bend relief collar was returned detached from the device. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of any adhered or developed depositions or thrombus formations. An electrical continuity test of the returned dl was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this test. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Data retrieved from testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists stroke, infection, and pump thrombosis as adverse events that may be associated with the use of the heartmate ii lvas. This document also provides information regarding the recommended anticoagulation therapy, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Both the IFU and patient handbook contain care instructions for infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that review of the patient's log files revealed they were experiencing above baseline powers in the 8-10 w range. The elevated powers were all associated with pi events. The log also displayed that there were low voltage hazard events that had occurred in june, but had since resolved. Review of another set of the patient's log files displayed transient low speed events on (B)(6) 2021 due to the pump set speed being momentarily set or changed to lower than the low set limit. The log also displayed elevations in power and flow on (B)(6) 2021, and (B)(6) 2021. Many of these events were associated with pi events. No unusual events were seen in the log files from 12:44 pm on (B)(6) 2021. The patient later was admitted for stroke like symptoms and potential pump thrombosis. The patient was started of heparin and monitored. A pump exchange was planned, however was then delayed due to positive blood cultures. During the exchange on (B)(6) 2021, a subcostal incision was made and adhesions were removed to expose the pump. The patient was placed on bypass and left ventricular assist device (lvad) was turned off. The pump was disconnected from the inflow and outflow connections. The out flow graft bend relief was removed and the outflow graft was clamped proximal to connection. The inflow cannula was flushed multiple times. The new pump was connected to the inflow connection first, then the outflow graft. The outflow graft bend relief was reconnected. The driveline was tunneled below the old driveline site. The pump started and the speed was increased to 8600 rpms. The new outflow graft collar was attached.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists stroke, infection, and device thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management,¿ outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Under ¿pump performance monitoring,¿ section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Heartmate ii left ventricle assist system (lvas) patient handbook is also currently available. Both the IFU and patient handbook contain care instructions for infection and how to prevent it. A review of the submitted log file confirmed intermittent elevated power and flow events; however, a specific cause for the observed changes in pump parameters could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported events (stroke and infection) could not be established. The reported suspected thrombus could not be confirmed through this evaluation. Due to privacy laws, further information regarding the event could not be provided. The explanted pump was not returned, and no product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.